Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of scratches and a pinhole. An internal corrective action has been opened to investigate this type of pebax damage. Continuing with the visual inspection, the peek housing and tip lumen transition was found cracked open with reddish brown material inside the area. An x-ray analysis was performed and the t-bar was found slid down. It was determined that the t-bar slid down applied stress to the peek housing and tip transition section and contributed to the peek housing cracked. An internal corrective action has been opened to investigate the peek housing issues. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto system. The eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the internal failure of the sensor could not be determined. An internal corrective action has been opened to investigate this issue. Also, internal corrective actions have been opened to investigate the peek housing issues and the pebax damage.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. Initially, it was reported that there was a loss of force values during the procedure. The problem was solved by replacing the catheter. The procedure was completed with no patient consequence. This issue was assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis discovered on (B)(6), 2015 during the initial visual inspection that the peek housing and tip lumen transition was cracked with reddish brown material inside the area. Also the sensor sleeve (pebax) had reddish brown material inside pebax with no signs of any damage. The peek housing and tip lumen transition cracked with reddish brown material inside the area was assessed as not reportable as the catheter integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote the pebax having reddish brown material inside with no signs of any damage have been assessed as not reportable as there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. After further assessment, the biosense webster failure analysis noted on december 9, 2015 that the pebax had a pinhole. Since the pebax integrity has been compromised, this issue has been assessed as a reportable malfunction. Therefore, the awareness date has been reset to (B)(4), 2015.